Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) has an electrical test fail code 50. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation,component codes, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was able to duplicate the error. Fse reconnected all connection of motor control pcb & connection of mail board. But still error is there. Motor control pcb looks suspicious and it need to be replaced. Fse replaced the pcb, motor controller (d671-00-0004) to resolve the issue. Unit passed all functional test and battery test successfully.

Event description:
N/a.